Event description:
The clinic reported that a patient had uneventful prk in the left eye and at one day post-op findings were normal. At 4 day post-op, patient reported the presence of a white area at edge of treated eye. The patient was examined and diagnosed with corneal infiltrates. The patient was started on fortified vancomycin and zymar every hour. Post-op visual acuity is 20/20 in both eyes. Patient is continuing to be monitored for the next few weeks and the clinic has noted that the infiltrates are resolving.

Manufacturer narrative:
(B)(4). No clinical support or service was requested. Customer reporting incident only.